Manufacturer narrative:
This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient was reportedly a non user of the device and requires MRI's. Monopolar cautery was reportedly used during revision surgery. No further treatment details will be provided. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed and silicone damage was observed on the top and bottom cover. These are believed to have occurred during revision surgery. Additionally, a dented bottom cover and a crack on the seam weld was observed. The photographic imaging inspection revealed broken antenna coil shield wires. Lock could not be obtained at any spacing. The condition of the electrode prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device failed the gross leak test. This device was explanted for medical reasons. However, it is believed that the crack on the seam weld and broken antenna wires is what cause the no lock failure during the analysis. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient reportedly experienced no benefit from the device. The recipient is scheduled for revision surgery.

Manufacturer narrative:
The recipient's device was explanted. The recipient was not reimplanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.